Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a recent onset of post pace oversensing on the right ventricular (rv) lead. The physician was able to decrease this some with a lead adjustment of increasing the rv lead output. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator - implanted (B)(6) 2013; 507652 implantable pacing lead - implanted (B)(6) 2013; 429688 implantable pacing lead - implanted (B)(6) 2013. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead continuedto have twos (t-wave oversensing) with intermittent loc (loss of capture). Follow-up was conducted and from the information reported from the clinic the patient was seen and twos was confirmed and capture was fine. The output for the rv lead was increased and the adaptive capture management was turned off. The lead remains in use. No patient complications have been reported as a result of this event.